Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with diffuse lamellar keratitis (dlk) in both eyes (ou), worse in the right eye (od) than the left eye (os) post treatment. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained that right eye is watery, thinks she might have scratched od. Patient reported symptoms are not interfering with daily activities. On (B)(6) 2019, patient had a flap lift and rinse and was given oral steroids, and continue with pred forte (pf) to be taken every hour (q1h). On (B)(6) 2019, od was 20/70, os 20/40; continue with oral steroid as prescribed, slow taper of pf. On (B)(6) 2019, od was 20/40, os 20/25, corneal haze noted od worse than os, continue with medrol dose pack, continue with pf four times a day (qid) and start muro 128 every 8 hours (tid). On (B)(6) 2019, od was 20/25, os 20/25; corneal haze noted od worse than os, medrol dose pack finished, continue slow taper of pf, continue with muro 128. Bcva from (B)(6) 2019: right eye pre-op 20/20 -3.75 x -1.75 x 165; left eye pre-op 20/25 -3.50 x -2.75 x 3.